Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. .

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a power (damage) issue. This is potentially reportable because the user may be unaware that the pump has lost power, leading to under delivery. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 09/20/2016. Device evaluation: the device has been returned and evaluated by product analysis on 08/26/2016 with the following findings: several por events in bb history on (B)(6) 2016. Moisture observed in battery compartment. Cracked battery compartment from threads to left side of grip pad, and below grip pad to case seal. A leak test failed due to battery compartment leak. Battery cap was not returned with pump. Test battery cap is able to fit to maintain electrical connection. Pump powers on correctly no power interruption was duplicated during investigation. Opened pump, no further moisture found on power pcb. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.